Manufacturer narrative:
The reported bioraptor knotless suture anchor, used in treatment was returned for evaluation. The anchor was not returned for examination. Visual assessment of the inserter confirmed the reported complaint. The distal end of the inner shaft has broken off. Functional assessment of the inserter confirmed the inner shaft advanced and retracted when the torque limiter was rotated. The torque limiter functioned as intended. Disassembly of the device confirmed the break area is slightly pig-tailed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the correct pre device. Excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the anchor was pre-drilled as usual and then inserted. The threaded pin was also screwed in as usual. Then this threaded pin broke off at about half and removed with the help of duckbill. Backup device was available and fixed in the same bone hole to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.